Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. This report is for unknown jpfna blade/unknown lot number. Other UDI: (01) unknown (10) lot number unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a jpfna (proximal femoral nail antirotation) blade was used in surgery for femur trochanteric fracture. There is a fracture around distal portion of jpfna blade. It is unknown when the blade broke. There is no information available about patient and surgical outcome. There was no surgical prolongation reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Updated information to add serious injury to complaint. Device is not distributed in the united states, but is similar to device marketed in the USA, concomitant device: 472.117s pfna-ii ø12 sm 130° l200 tan; 1 pc (lot #8888015); 473.170s pfna-ii end cap extens. 0 tan; 1 pc (lot #l102267). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(6). Manufacturing location: (B)(6). Manufacturing date: (B)(6) 2012. Expiry date: 01.apr.2022. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (B)(6) 2017 - approved upgraded from rm to si/rm due to additional intervention.

Manufacturer narrative:
Initial reporter phone number: (B)(6). PMA (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that initially a patient underwent the (B)(4) proximal femoral nail antirotation (B)(4) surgery on (B)(6) 2017 to treat the femur trochanteric fracture, located on the proximal humerus. After the surgery, on an unknown date the surgeon noticed the secondary fracture on the distal area of the inserted pfna-ii blade. Surgeon repositioned the intramedullary type fracture to the extramedullary type fracture. He did not apply side stoppage. The posterior trochanter major had been separated. The surgeon assumes the possible cause as ¿when the treated area had been put load, that load might have added excessive rotating force, which might have resulted in the secondary fracture.¿ although the surgeon notices some slight rotation on the bone fragmented area, the fractured area also shows bone fusion, too. Concomitant devices reported: pfna-ii ø12 sm 130° l200 tan, (part # 472.117s, lot # 8888015, qty 1). Pfna-ii end cap extens. 0 tan, (part # 473.170s, lot #l102267, qty 1).